Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a meal announcement the device issued an insulin occlusion alert, after which only a partial meal dose was delivered and the user experienced hyperglycemia, with troubleshooting and education provided to dismiss the alert, resolve the occlusion, resume delivery, and avoid an additional meal announcement while allowing the correction algorithm to adjust. Symptoms included elevated blood glucose up to 258 mg/dl for approximately two hours. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included user counseling and device-use troubleshooting. Investigation of this case revealed cause of the hyperglycemia was unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause with education provided regarding appropriate response to occlusion during a meal announcement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.